Manufacturer narrative:
Two new samples were returned for evaluation. Delamination was observed on one of the filter joins.the returned devices were given functional testing: this testing showed no leakage. The returned devices were found to pass leak testing. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. In addition, four samples were selected for functional testing; these devices passed all testing. The reported issue could not be confirmed.

Manufacturer narrative:
Foreign report source: (B)(4). Additional reporter info: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was leaking at the filter by the intravenous line. No adverse patient effects were reported.